Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3387-40, lot# j0118540v, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was on during a CT scan and after, she felt worse. Additional information received reported that the patient was still having concerns regarding the device or therapy but working with doctor or manufacturing representative. The patient had an appointment on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.